Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the replacement implants used on september 8, 2020 were catalog number: smpx350; serial number: (B)(6) on the right side and catalog number: smpx350; serial number: (B)(6) on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of device, it was found to be ruptured. Mentor did not receive permission to perform destructive testing.  As a result, the analysis from the product evaluation lab was limited to non-destructive testing, and we could not conclusively determine the root cause of the rupture. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 31-aug-2020, mentor received additional information regarding the patient's mammogram result and date of explantation. At mammogram screening performed on (B)(6) 2020, a small bulge was identified at the superior pole of the right breast implant, indicating a possibility of an intracapsular rupture. The patient is scheduled to undergo explantation on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with a 350cc mentor memorygel breast implant and experienced postoperative right-sided rupture. Since the result of mammogram performed on (B)(6) 2020 indicated an anomaly (unspecified), the patient was recommended for MRI. On (B)(6) 2020, MRI was performed, and the result indicated the rupture. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date.